Event description:
It was reported the device gave a "force sensor" failure. It is not confirmed whether occurring during patient use or during biomedical calibration.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the top case was chipped and cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was replicated during an occlusion test. The worm coupling and gear were found to be the cause of the complaint due to wear. The pump was over 9 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.